Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that the lead could not capture due to dislodgement. During the repositioning attempt, the helix was difficult to extend and retract. The lead was explanted.